Event description:
Screw driver broke during surgical procedure. The piece was removed and an x-ray was ordered.======================manufacturer response for screw driver, (brand not provided) (per site reporter).======================medtronic rep was notified.